Event description:
Customer reported the alarm blinks continuously, but does not sound. No visible damage to the outside of the alarm reported. The date when the issue was discovered is unk. No pt incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is submitted based on the customer reported issue statement. (B)(4).